Event description:
It was reported that the patient experienced a hypoglycemic event on (B)(6) 2026 with a reported lowest blood glucose value of 39 mg/dl, resulting in loss of consciousness and emergency medical services transport to the emergency department. Symptoms included dizziness, weakness, diaphoresis, and unconsciousness. Outcomes included required medical intervention, as the patient received intravenous glucose in the emergency department and was treated and discharged the same day without inpatient admission. The patient reported uncertainty regarding the precipitating cause of the hypoglycemic event and subsequently discontinued use of the ilet, returning to multiple daily injection therapy. Investigation included communication with the patient and review of the information provided. Investigation of this case revealed insufficient information to identify a specific medical device problem or component failure. It was concluded that the cause of the hypoglycemic event was not established. If additional information becomes available, a supplemental MDR will be submitted.